Event description:
It was reported that a patient had loss or change in therapeutic effect ¿about a week ago¿. It was reported that he wasn¿t feeling stimulation down to his right ankle like he used to. It was stated that it was supposed to cover from the right knee to ankle. He stated that it was not covering any location as it used to. The patient stated he could still feel stimulation but stimulation felt higher up "waist line to knee". It was stated he has tried increasing/decreasing stimulation and turning off therapy, which didn't help. No known accident or incident related to this complaint. It was noted that the issue occurred more when going from standing to sitting. He stated this has happened before and that he would just call the rep and they would reprogram the device. It was noted that the patient returned to clinician settings to see if that would get stimulation back to the ankle. It was stated that he felt some stimulation in the ankle but it ¿wasn¿t being driven down far enough¿. It was noted that the patient had 3 programs in group a; a1 -2.90v (right knee to ankle), a2: 3.50v (buttocks/leg) and a3: 1.50 (back). It was stated that the patient tried increasing a1 and a2 but it didn¿t improve it enough for the patient to get the desired coverage. It was noted that the patient left a1 at 3.0v because any higher was too strong for him.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received reported that the patient received assistance from a healthcare professional (hcp) or manufacturer¿s representative and their concerns were resolved. It was noted that the patient had an appointment (B)(6) 2014.